Event description:
It is reported that the surgeon was using the trial liner, placed into the definitive polyethylene cup without reducing shoulder. He decided the 36-0 would be the implant used. In attempting to remove the trial liner (as trial humeral pe-inlay 36-0), two pins broke off: one was recovered, the other could not be found in joint.

Manufacturer narrative:
Investigation ongoing. The manufacturer received the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the instrument, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information or investigation results become available, an amended medical device report will be submitted. (B)(4).